Event description:
It was reported that the c-rotation handle broke and skin spencer plastic falls off the metal ring on the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the handle and skin-spacer. The system was tested and found to be working as intended and placed back into service.